Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. (B)(4), registration number: 3003780911. (B)(4) distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
It was reported that during the procedure to treat a lesion in the distal diagonal coronary artery with heavy tortuosity and moderate calcification, the prowater guide wire was advanced to the distal vessel which had an extreme bend. During removal of the guide wire, resistance was felt with the patient anatomy and the tip broke off in the diagonal and was not recovered. Unsuccessful attempts using a snare device were made to try and retrieve the separated tip. One day post procedure, the patient was sent for surgery and the separated tip was removed. The patient was discharged in stable condition one week after surgery. No additional information was provided.

Manufacturer narrative:
(B)(4) - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The analysis was performed by asahi intecc. Co. Ltd: based on the provided information it is presumed that while the prowater guidewire was placed in the distal diagonal coronary artery with heavy tortuosity and moderate calcification, bending and/or rotational force might be accumulated to the guidewire along with push-pull back and/or torque manipulation to the guidewire, and finally the breakage occurred when the accumulated force became exceeding the product design limit. Though lot history review could not be made because of no lot information provided, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Warning section of IFU describes; observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing the guidewire inside the blood vessel, do no torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction. And, separation or breakage of guidewire as one of possible complications and adverse events. Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided.